Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their high and low blood glucose levels. The customer states their levels had been as low as 31mg/dl, and as high as 307mg/dl. The customer treated the high with bolus. The customer treated the low with orange juice. The customer declined to troubleshoot.